Manufacturer narrative:
The device remains in the patient, therefore product testing on the device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition a complaint history review was completed for this lot, there were no complaints found to be related to the reported event. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference #(B)(4).

Event description:
It was reported that an istent patient presented approximately one month post-op with potential iris/snorkel touch. Some cells were observed in the anterior chamber requiring treatment with durezol drops. Additional information has been requested.